Manufacturer narrative:
Serial number was requested, but not provided. UDI will be added in a follow-up report the patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had been complaining of fatigue and shortness of breath since december. On echocardiogram (echo) patient had moderate mitral regurgitation and aortic valve opened every beat. There was a bruit heard at the aortic anastomosis site. CT angiography showed a serpentine outflow graft that appeared too long and folded on it's self as a result of improper length in a s shape. On (B)(6) 2019, the patient returned to the operating room (or) and had a hemisplenectomy off bypass and the outflow graft was clamped and resected without issue. The echo remained unchanged. No increase in hemolysis labs. On echo it showed the left ventricle (lv) filling during diastole but no flow during systole as the inflow cannula appears to be obstructed during systole. The patient underwent a heartmate (hm) ii to hm 3 pump exchange

Event description:
It was reported that the patient underwent a hm ii to hm3 exchange for malposition, suspected inflow thrombus due to moderate mr at speeds of 14000 rpms with atrioventricular (av)opening every beat. Patient has a known history of cirrhosis. It was also noted that the patient has substantial bleeding, was given 7 units of packed red blood cells, 6 fresh frozen plasma, 2 cryoprecipitate. And placed on veno-venous ECMO. It was reported that the patient expired on (B)(6) 2019 due to cardiogenic shock. The device functioned as intended. Per patient outcome it was reported that the patient expired on (B)(6) 2019. The cause of death was noted to be cardiogenic shock. It was reported that the device functioned as intended. Patient had cirrhosis and suffered bleeding complications. The outcome was not believed to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a kinked outflow graft, inflow malposition, and suspected inflow thrombosis cannot be confirmed. The patient underwent pump exchange on (B)(6) 2019. The new pump serial number is (B)(4) and is reported under MFR # 2916596-2019-04615. Multiple requests for product return and additional information were sent to the customer. No product available for investigation. The heartmate ii instructions for use provides details regarding the surgical procedures used to prime and install the sealed outflow graft. This section explains that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The heartmate ii lvas IFU outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. This document states that care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ and the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. Device thrombosis is listed in the IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. No further information was provided. The manufacturer is closing the file on this event.